Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, a knob was missing on the mega suturecut needle driver. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found nothing missing on the instrument. All input disks were in place, and all screws and pulleys from the distal end were still installed. Additionally, the instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis.